Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver initialized without a manual restart. No additional patient or event information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.